Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys troponin I stat immunoassay results for two patients from the cobas 6000 e 601 module. Patient 1 initial result was 0.718 ng/ml and the repeat result was <0.100 ng/ml with a data flag. The clinician sent a new sample from the same patient and the result was <0.100 ng/ml with a data flag. Patient 2 initial result was 3.59 ng/ml and the repeat result was <0.01 ng/ml with a data flag. A new sample from the same patient was sent and the result was <0.100 ng/ml with a data flag. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 36574501 with an expiration date of 30-nov-2019. The field service representative checked the system and did not find any issues.

Manufacturer narrative:
The calibration and qc data gave no indication of an issue. The alarm trace gave no indication of an issue. A general instrument or reagent issue was excluded based on the calibration and qc data. The investigation did not identify a product problem. The cause of the event could not be determined.